Manufacturer narrative:
It has been communicated by the distributor the device will be returned to greatbatch medical for evaluation. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a emdr will be submitted. Complaint information received from distributor, depuy synthes. Device not returned to manufacturer.

Event description:
It was reported during an unknown procedure the offset cup impactor wasn't functioning correctly. The inner rotating link connected to the blue thumb screw has a bent link on it. Once the cup is inserted, it cannot be unscrewed. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The instrument malfunctioned due to one of the forks on the universal joint flaring outward (bent) and not allow the assembly to rotate as intended. In addition, it was also found the blue knob has many scratches and gouges which is not how component is supposed to be used. This component is meant to be turned by hand to rotate the chain assembly. These gouges may have been caused by use of tools (pliers / vice grip) in attempt to rotate the assembly. A manufacturing review was performed and there were no discrepancies found. The device had met product specifications prior to shipment for distribution by the customer. No further investigation required.